Event description:
It was reported that (1) sw100 and (3) sw120 cartridges were used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that during the closure of "the wrap" the surgeon fired the suture assistant a total of four times. Upon checking the condition of the wrap, surgeon noticed a loose knot. The surgeon pulled on the "tail" of the knot and it unraveled. The wrap exerted pressure on the two knots distal first and then both of those knots unraveled as well. The last knot was secure. The surgeon finished the wrap by using three extracorporeal sutures. There was extended operating room time by 30 minutes.